Manufacturer narrative:
H4: the lot was manufactured in february 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked; it was further described as ¿the nutrition was leaking from the infusion set¿. The issue occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.